Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a (B)(6) female patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 9 years of a porcine aortic valve (size 21mm, unknown model and serial number). This valve had been implanted in 2005 for infective endocarditis. The reason for re-op was severe aortic stenosis due to calcification. During the procedure, a 20mm pericardial valve was implanted. Patient's outcome reported as stable.